Event description:
According to the information received, during catheterization at 9am, the catheter broke at 8cm from the connector. Catheter remained in the urethra of the male end user. End user was admitted to the hospital at which point a cystoscopy was completed with local anesthetic to remove the inner catheter from the urethra at 3:30pm. No bleeding, no difficulties during catheterization and no complications were noted.

Manufacturer narrative:
The product has not been returned. Pictures were provided of the device indicating the case of broken catheter where the outer portion was not fully molded so the inner catheter could slip out. The IFU was reviewed and determined to remain valid. Without the benefit of examination and testing, coloplast is precluded from commenting further. If additional information becomes available a follow-up report will be submitted.